Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) for the reported issue of clip difficult to release from catheter. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip was difficult to deploy. After numerous attempts to release the clip, the clip eventually deployed. Another resolution clip with no issues was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as "the patient was stable."